Event description:
It was reported that the non-dependent patient presented to the clinic for a regular visit. Patient was asymptomatic. The device would not interrogate and had loss of output. Premature battery depletion was suspected. The patient was last check on (B)(6) 2017. The device was explanted and replaced on (B)(6) 2018. The patient was reported in good condition post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.